Event description:
Plaintiff alleges the development of latex sensitization from the exposure to latex gloves. Alleges suffering from severe emotional distress, and an inability to engage in her normal activities. She further alleges that she has suffered physical injuries including but not limited to hand coughing, sneezing, shortness of breath, runny nose and eyes, swelling, hives, anaphylactic reaction, great dispair and loss of enjoyment of life. Spouse of plaintiff alleges being deprived of the love, services, advice, companionship and consortium of his wife.